Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant due to other/non-product experience. Another device was placed. No additional adverse patient effects were reported.